Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are over filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that tubes are over filling.

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are over filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that tubes are over filling.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.